Event description:
During an atrial fibrillation (afib) procedure, it was reported the patient did not have a cardiac echo prior to the procedure and when the soundstar catheter was introduced a pericardial effusion was noted immediately with the soundstar. The only catheter introduced was the soundstar catheter. The procedure was aborted and a pericardialcentisis was performed on the patient. The physician stated the effusion was a preexisting condition that was only discovered by the soundstar catheter and intracardiac ultrasound.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: fg-5400-00m, serial #: (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. This product was not returned for investigation as initially reported. Since no lot number was provided, no device history record review could be performed. (B)(4).